Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint rec'd as follows: customer's complaint no: (B)(4), qty - 19. Foreign substance in pkg: 13 pieces. Hair in pkg: 3 pieces. Deformed: 3 pieces.

Manufacturer narrative:
This case has been reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because et tubes are often used under emergency conditions when health care personnel cannot always take time to examine the integrity of the product before use. Further, event when the tubes are not used for emergency purposes, the procedure can be somewhat difficult and the health care professional is intent on viewing the airway while using the tube. They would likely not see a hair on the product which could be inserted in the airway along with the tube. This foreign body invasion of the airways could lead to infection or other more serious complications. (B)(4).